Event description:
It was reported that patient received a patient notifier and presented to clinic. Noise and undersensing were detected. Reprogramming was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.